Event description:
On 03/14/2000, the facility's materials management/or coordinator informed the manufacturer's (MFR.) Sales rep of the following: the surgeon stated that surgeon could not infuse/aspirate the device. No further details were provided.